Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient would feel a burst sensation when they moved their head in a certain direction. The rep met with the patient to reprogram stimulation and to set up adaptive stimulation. The patient was happy with the settings and the issue resolved. No external factors reportedly led to changes in stimulation sensation. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the burst sensation was due to positional changes. It was noted if the patient moved to recumbent position the stimulation would intensify and if they got up to walk the stimulation would decrease. Adaptive stimulation was set up and the patient was reprogrammed. It was noted the patient decided to change to an abbott device because they were promised better coverage, longer lasting battery and a phone application where they would not need to carry a patient programmer. No further information was reported.